Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00165 on 01-aug-2024. Additional information (21-aug-2024): as mentioned in the initial report, the siemens customer service engineer (cse) adjusted the secondary vacuum. This was part of a total service call. Siemens reviewed the instrument data and determined that there was no indication that an instrument malfunction impacted the delivery of the sample or high-sensitivity troponin I (tnih) reagents on the day of the event. Additionally, there were no anomalies in the vacuum system at the time of sample processing. The cause of the tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. The result was questioned by the technician due to the failed delta check. The initial result was reported to the physician(s). On the next day, the sample was repeated on the original instrument, which recovered lower than the erroneous result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated high-sensitivity troponin I (tnih) result was obtained on a patient sample on an atellica im 1300 analyzer. Quality control (qc) was valid at the time of sample processing. The customer ran precision studies, which recovered acceptably. A siemens customer service engineer was dispatched to the customer¿s site. During the visit, the cse inspected the instrument and adjusted the secondary vacuum. The cause of the falsely elevated tnih result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.